Event description:
Revision surgery 34 months after primary surgery due to amistem-h loosening. Proximal radiolucent. Cortex thickening. Distal scintigraphy hyper-fixation. Painful. MFR#: 3005180920-2015-00096.